Manufacturer narrative:
A 2420-0007 sample was not required for investigation of this feedback as the customer provided photographs of the affected sample; analysis of the photographs confirmed the customer's experience with the silicone pumping segment identified to have bulged. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. Without the affected sample or further information, it has not been possible to determine what factors may have led to the customer¿s experience in this instance. A review of the database indicates that there have been a small number of similar complaints, however they have not been attributable to a product defect or manufacturing issue.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced tubing that expanded/ballooned/bulged. The following information was provided by the initial reporter: the reported feedback suggests that there is a bulging silicone segment.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced tubing that expanded/ballooned/bulged. The following information was provided by the initial reporter: the reported feedback suggests that there is a bulging silicone segment.